Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother initially called to report two boluses in the bolus history that she doesn't feel the customer programmed. The mother then stated, that the customer was recently hospitalized for a seizure caused by low blood glucose. The blood glucose reading was 33 mg/dl. Troubleshooting was performed and the time and date was incorrect. The mother stated, that low blood glucose episode could have been caused by the basal rates being delivered at the wrong times due to the time not being correct. The mother also stated that the customer had been exercising more than usual and that could have also contributed to the event.